Event description:
Drive is the initial importer of the device. While the end user's wife was attempting to place his legs onto the leg rests of the transport chair, the transport chair allegedly tipped back causing the end user to fall back in the chair and hit his head. The caregiver called 911 and 5 staples were administered in the emergency room. A cat scan of head showed no internal injuries.